Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 24 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient had a head computed tomography which revealed 3 new areas of infarcts. On (B)(6) 2018, neurology was consulted and amantadine was started by neuro to augment stroke recovery. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported stroke event could not conclusively be established through this evaluation. The patient, approximately 25 days post-implant, was reported with additional areas of stroke. The patient''s head CT scan revealed three new areas of infarction. Neurology was consulted; the patient was started on medication (amantadine) to augment stroke recovery. The patient was reported to have had a stroke prior to implant. The stroke had become hemorrhagic after the implant - approximately 2 days post implant. No additional information was reported - regarding treatments, outcomes, patient status and condition. The patient remains on ongoing heartmate 3 lvas support. The instructions for use lists stroke and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.